Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from a filter in an extension set while infusing "regular IV fluid." It was noted that etoposide had been infusing through this tubing earlier in the day. There is no report of patient harm and no further details will be provided.

Manufacturer narrative:
The customer¿s report of tubing leaking was confirmed, however the leak was observed from the female luer and not the filter as reported by the customer. Visual inspection noted that the female luer had a vertical hair line crack. Inspection under magnification revealed no stress marks, and no other damage or other issues were observed with the rest of the set. During functional testing a leak was observed from the crack. The cause of the leak was identified as a crack in the set's female luer. Root cause of the crack is unknown.